Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. There were no issues during device preparation of an xtw clip. A grasp was achieved on the lateral aspect of anterior and posterior leaflets (a2/p2). The tissue insertion and bridge was assessed, and it was decided re-grasp to optimize leaflet insertion. The xtw released the leaflets. During attempts to capture the leaflets, it was noted that the anterior gripper could not lower. Despite multiple attempts to troubleshoot, gripper movement could not be verified on fluoroscopy and transesophageal echocardiogram (tee). The clip was removed. After additional assessment outside of the anatomy, the nitinol wire appeared sagged on one arm, after cycling gripper multiple times, it regained function but still appeared suboptimal. A replacement was used to complete the procedure, and the mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) and stretched (gripper line) could not be confirmed via returned device analysis. The reported difficult or delayed positioning (anatomy) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of analysis, the cause of the reported difficult to open or close (gripper actuation - single) and stretched (gripper line) could not be determined. The reported difficult or delayed positioning (anatomy), associated with the slight interaction with chordae in left ventricle, was due to procedural circumstances during clip positioning. There is no indication of a product quality issue with respect to manufacture, design, or labeling.